Event description:
On an unknown date, the patient underwent emergency endovascular treatment of an acute type b aortic dissection. It was reported that either a gore® tag® conformable thoracic stent graft with active control system (tgm343410j) or a conformable gore® tag® thoracic endoprosthesis (tgu343410j) was implanted. The catalog number of the implanted device could not be determined. On an unknown date in 2022, a follow-up examination reportedly revealed a leak into the false lumen. It was reportedly considered to be proximal type I endoleak, and additional treatment was planned. On (B)(6) 2022, a reintervention procedure was performed whereby an additional stent graft was placed proximally to treat the endoleak. The proximal type I endoleak was resolved, but a type ib endoleak was reportedly seen at the distal end of the previously implanted device. No additional treatment was performed, and the procedure was completed. The physician continued to monitor the patient (captured in previous medwatch report #2017233-2022-03237). On (B)(6) 2022, reintervention was performed to treat either a distal type I endoleak or a suspected stent graft-induced new entry tear on the distal end. An additional stent graft was implanted distally, and the issue was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Please note: as gore was unable to determine which thoracic system component was involved in the alleged complaint, an additional conformable gore® tag® thoracic endoprosthesis (tgu343410j; lot number and UDI unknown) will be included on this report. A review of the manufacturing records could not be performed for the devices as lot/serial numbers were not available. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, aortic expansion (e.g., false lumen), and reoperation.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.